Manufacturer narrative:
Concomitant medical products: 479878 lead, implanted: (B)(6) 2019; ipg w4tr01, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds, intermittent loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.